Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to extended charge times. This product was listed on the mid-life display of replacement indicator advisory. No adverse patient effects. It was reported that this patient would be scheduled for a changeout procedure in the near future.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.